Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Updated from (B)(4). Removed d4 - serial # "(B)(6)" and added to d4 - lot # .

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR).correction: changing h6-component code from g04020 cap to g04037 cover.

Event description:
No additional information provided by the customer.

Event description:
It was reported the patient was coughing in recovery and coughed out a small plastic cap that was determined to be the single use distal cover.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. Corrected fields: b5, d4-lot #, removed d4-serial #, d7a - single use device, and e3 - occupation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's distal cap fell off inside the patient's mouth and was coughed out during recovery. The issue was found after a diagnostic ercp (endoscopic retrograde cholangiopancreatography) procedure. The procedure was completed with a same device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.